Manufacturer narrative:
Of the 7 allegations of a malfunction, 4 pumps were returned to animas and investigated. Of the investigated pumps, 4 were found to be malfunctioning due to moisture ingress.

Event description:
This report summarizes 7 malfunction events. A review of the events indicated that the one touch ping model pump experienced a battery life with moisture issue. These reports were received from various sources. The patients associated with this allegation ranged from 13-37 years of age and between 40 and 200 pounds. Of the reported patients, 3 were male and 4 were female.

Manufacturer narrative:
Follow up #1 06/15/2016: of the 7 allegations of a malfunction, 4 pumps were returned to animas and investigated. Of the investigated pumps, 4 were found to be malfunctioning due to moisture ingress. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes "7" malfunction events. A review of the events indicated that the one touch ping model pump experienced a battery life with moisture issue. These reports were received from various sources. The patients associated with this allegation ranged from 13-37 years of age and between 40 and 200 pounds. Of the reported patients, 3 were male and 4 were female.